Event description:
It was reported that on (B)(6) 2022, a 29mm navitor valve was selected for implant using a large flexnav delivery system. The valve was sized via computerized axial tomography (cax). The valve was never re-sheathed. It was noted after release of the valve that the valve migrated to the patient's ascending aorta. The decision was made to implant a second 27mm navitor valve in the patient to complete the procedure. The cause of migration of the 29mm valve was believed to be due to oversizing. The patient remained hemodynamically stable throughout the procedure. No clinically significant delay in procedure was reported. The patient was reported to have been discharged in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the valve migrating into ascending aorta after implant, and complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that a day after the procedure, the patient required a permanent pacemaker implant due to developing a complete heart block. This resulted in the patient being hospitalized for an additional two days. There was no calcification extending beneath the aortic annular plane in the interventricular septum noted. The patient's baseline rhythm was a sinus rhythm. The final implant depth of the second 27mm navitor valve was about 8mm above the annular plane. The patient was discharged at the time of report. It was reported that the permanent pacemaker implant was not related to the valve procedure.